Manufacturer narrative:
Software investigation was completed, and software can have issues with a very large shell model created for registration which uses large amounts of system memory. This was readily duplicated and occurred prior to pt registration. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic rep reported that the software had issues during a cranial surgery. Two crashes occurred, one, after loading a pt's stealth scan from their 3t imris/siemens magnet. Secondly, a resource error occurred after registration and draping when the surgeon attempted to verify the scope probe. The probe was not initially recognized and needed to be added to the procedure. Site exited software and once they logged back in, registration was retained and case proceeded without further issues. The surgery was completed with the use of the stealthstation i7 integrated navigation system. There was no impact on the pt outcome.